Event description:
At approx 1:00 am, a certified nursing assisstant in facility noted a geo pro mattress, on a manual non-electric bed, burning in a pt's room. The pt was not in bed, but was up in wheelchair about the facility. The fire was contributed to that pt smoking in room and bed prior to the discovery. This was in violation of the facility policy. The mattress was extinguished by the nursing assistant. Fortunately, neither the resident, nor roommate, or the nursing assistant was injured and no other physical damage was noted to the pt's room. The pt will be supervised by the facility staff at designated times in designated locations in the future.